Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient saw their deep brain stimulation (dbs) physician today and found the therapy was off. The hcp office turned therapy back on, but they don't know how the therapy was turned off. They asked for assistance with using the patient programmer (pp) to check therapy status and how to use the pp to turn therapy on/off. Both ins showed on/ok. Patient services reviewed therapy on/off buttons on the pp and recharger. No patient symptoms were reported. Troubleshooting resolved the issue.